Event description:
It was reported during remote follow up that the insertable cardiac monitor (icm) exhibited an inability to pair. Potential premature battery depletion was noted. There were no patient consequences.